Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the instructions for use: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21 f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with three proglide devices, using a pre-close technique, via a 6f sheath prior to an emergency abdominal aortic aneurysm (aaa) procedure. Reportedly, when depressing the proglide plunger all three proglide devices felt "crunchy." The three proglide devices did not deploy properly and no suture was placed. The sutures of two additional proglide devices were successfully preplace using the pre-close technique. The sheath was upsized to 22f and the aaa procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the plunger could not be confirmed as the plunger, link, suture, posterior needle tip and cuffs were not returned. The reported device felt crunchy could not be replicated in a testing environment as it likely occurred due to procedure circumstance. In the absence of components returned for analysis a conclusive cause for the reported failure to deploy the plunger could not be determined. The reported device felt crunchy and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.